Event description:
The customer reported that the display was fuzzy. There was no patient involvement when the event occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the power supply was replaced, but the display was now distorted. It was verified that the power supply was new. The remote service engineer (rse) advised the customer to disconnect and reconnect the display connections at pm pcb. It was also advised to remove pm pcb and check for bent pins or debris at the connection with the central processing unit. The rse also recommended trying to swap with known good pm pcb or ui assembly to determine faulty part. The customer called back to report that a bent pin was found on pm pcb. The pin was straightened and the pcb reinstalled to the correct display issue; however, the customer would like to order a new pm pcb for replacement. The rse provided the part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The fuzzy display issue was resolved after straightening out the bent pin found in the power management (pm) board pcb.